Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for follow-up, inappropriate antitachycardia pacing therapies and high voltage therapies for supraventricular tachycardia was observed. Patient will be scheduled for in-clinic visit for device reprogramming. Patient was stable.